Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Pt info not provided.

Event description:
According to the reporter, during a lap chole, the bottom of the bag ripped open as the gallbladder was being extracted. To correct this condition, they used another device. The current patient status is okay. This did not affect the patient.

Manufacturer narrative:
(B)(4). Additional information: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted that the bag was torn at the side edge of the seam toward the bottom. No stretch marks were noted. The device had plastic remnant on the ring and the black shrink tubing was intact. There was a proper and uniform seal throughout the walls of the bag and no evidence of poor sealing was found. The root/probable cause of this defective condition could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.